Event description:
User stated he had one pt sample tsh result that was questioned by the doctor. Initial result was 25.810 uiu/ml, repeat results in 2008 were 26.4 uiu/ml and 23.86 miu/ml. Repeat result from another site was 0.1 meq/ml. The field service rep was unable to find a cause, but noted be suspected the pt sample. Performance tests were performed which were within specification.